Event description:
It was reported that the bd phaseal¿ luer-lock injector separated from the mating component and left the needle exposed. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, upon engagement of the injector, the injector needle was exposed."

Manufacturer narrative:
H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Upon visual inspection, the injector was noted to be damaged, the rotation stops are broken, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It appears that this incident was due to excessive force during connection/disconnection of the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ luer-lock injector separated from the mating component and left the needle exposed. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, upon engagement of the injector, the injector needle was exposed."